Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05572. It was reported the patients' peripheral scs system was unable to provide effective relief to the desired pain areas. As a result, surgical intervention may be undertaken as the next course of action to the issue.